Event description:
The customer reported an issue with their meter. Upon investigation, the meter was found to exhibit the memory overwrite malfunction. There was no report of death or serious injury.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The instrument was tested and found to be functional; no error code 5 was noted. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade lockout later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument

Event description:
It was reported that during a cystectomy procedure, the surgeon was working with the device activated over a long time period at the tissue. The error code 5 occurred several times. When going back from the standby mode to the ready mode, the device still worked. After another long activation, the white pad on the inactive blade was no longer fixed and had to be taken out of the patient with forceps. It is unknown how the procedure was completed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.